Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, catalog #: unk, lot #: unk, unknown liner, catalog #: unk, lot #: unk, unknown stem, catalog #: unk, lot #: unk, unknown cup, catalog #: unk, lot #: unk, unknown screw, catalog #: unk, lot #: unk. It is unknown if product will be returned to zimmer biomet for investigation. If the product is returned, a supplemental will be filed accordingly. Reported event was confirmed by review of x-rays received. Device history record (DHR) was unable to be reviewed as there were no lot numbers provided. Root cause cannot be determined with the limited information received. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09322, 0001825034-2018-09325, 0001825034-2018-10986, 0001825034-2018-10987, 0001825034-2018-10988. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total hip arthroplasty. Subsequently, the patient is being considered for a revision due to dislocation. X-rays taken on unknown date show dislocation, heterotopic ossification, wear, and loosening.